Event description:
On (B)(6) 2011, (B)(6) responded to a report of an oxygen tank explosion at (B)(6). Upon arrival, a small oxygen tank (170 liters) was dropped and then exploded on the opposite side of tank. Tank struck concrete floor, leaving an approximate 3"-4" paint transfer on the floor. The tank, the floor and a patient home oxygen unit had soot staining on them. The tank had a hole approximately 1 1/4" x 2" oval shaped near the collar and valve stem opening. Most of the stamped numbers were part of the missing pieces of the aluminum tank. The metal appears fractured with some interior damage inside the tank near the collar. Photos available. Injury, emergency department treatment received.